Event description:
An implant card was received reporting that the patient had generator replacement on (B)(6) 2015 due to near end of service of the generator (neos-yes). Pre-operatively, the generator system diagnostic test results were within normal limits. The hospital disposed of the explanted generator. Therefore, analysis is unable to be completed.

Event description:
It was reported that the patient was probably going to be hospitalized due to suicidal ideations again.

Event description:
It was reported that the patient¿s symptoms have progressed, and he started a short course of electroconvulsive therapy (ect). He reported having ect right before and after the initial vns implantation. Therefore, the patient has a medical history of this treatment. The patient reported that ect worked temporarily back in 2006 and 2007, so he is hopeful that ect will help now. Good faith attempts for additional relevant information have been unsuccessful to date.